Manufacturer narrative:
Although the exact implant date is unknown, it was reported that the screw was implanted in 2014. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that in 2014, the patient underwent an unspecified spinal surgery. Post-op, on an unknown date, the implanted screw broke. The patient underwent revision surgery in which the broken screw was ex-planted.

Manufacturer narrative:
Although the exact implant date is unknown, it was reported that the screw was implanted in 2014. Additional information: x- ray analysis: "post op lateral x-rays provided for l2-l5 fusion for l3 compression fracture. A fractured screw is seen in l4. Unable to access fusion status, but construct spans l3 without instrumentation. This is a predictable result for this construct in the absence of bony fusion. Root cause: surgical technique." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As an additional information, it was reported that post-screw breakage, the patient complained of back pain especially at movement.

Manufacturer narrative:
Product analysis :visual and optical examination of fas bone screw confirms breakage approximately ~4 threads from the base of the bone screw head, optical examination identified a fairly flat fracture surface, with secondary (post-fracture) damage to the fracture surface, predominately around the periphery of the fracture surface. Undamaged areas of fracture surface revealed ratchet marks near the area of crack propagation and gently convex striations through the cross sectional area of the material, consistent with cyclic fatigue. Dimensional examination of the major and minor diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.